Event description:
It was reported that the left ventricular (lv) lead was attempted but not used due to patient anatomy, high thresholds and diaphragmatic stimulation. Due to the large caliber of vessel, an alternative lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).